Event description:
According to the reporter, the device had quality problem and sb3 capsule was broken in half and missing the imager for the patient study. An update would be provided once available. There was no patient harm.